Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was experiencing uncomfortable stimulation and was unable to turn his stimulation off using his programmer. The pt went to the ER where his stimulation was turned off with a magnet. A new programmer was sent to the pt to address the issue. F/u info identified the pt observed a communication error code with the new programmer ad his old programmer. The pt is pending f/u with an sjm rep.